Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, c9911, sterling spherical bur, microblade, 2.9 mm, was used during an arthroscopic carpal tunnel syndrome (cm) joint formation procedure on (B)(6) 2026 when it was reported, ¿immediately after starting to use the abrader bur under endoscopic guidance, the ball-shaped tip of the bur broke off and detached. We have received a report that the detached part was removed, so there are no remaining remnants in the body, and there is no impact on the patient.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no reported delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.